Event description:
It was reported that an amia automated pd cycler set leaked; further described as ¿an insufficient weld on the cassette creating a leak¿. This occurred during set up of peritoneal dialysis therapy. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.